Manufacturer narrative:
Section a3b: unknown section a5: unknown/ asked but not available. Section d4 - serial number: unknown/ not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens was exchanged due to an unknown reason. No injury or surgical or medical interventions are required. The lens was replaced with another lens with same model of 21.0 diopter in a secondary surgical procedure. The post-outcome status is no complaints. No further information is available.